Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional clarification was received. This event occured in the context of a planned transfer (transferring an already generated plan to newly taken images).

Manufacturer narrative:
H3, h6: the device was evaluated in the field. In summary, no parts were replaced and the system performed as intended. Codes b01 and c19 are applicable. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c20, and d15 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736551, software version: 1.0.1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that two spins were taken with the imaging system for a longer construct. It was reported that there was alleged inaccuracy in navigation. The bottom images had a more pronounced inaccuracy on the left side, with the right side being more accurate than left side. Navigation appeared to be 2 mm higher when touching bone. Different tools and moving camera did not resolve issue. When dragging instrument from right to left, navigation appeared to jump up on left side after being accurate on right. The surgeon completed the procedure with the system. It was reported that the patient reference was mounted using 2x clamps (a double clamp at t8/9 and a second at t4). It was noted the surgeon operated on t12-t8 on the first spin and t7-t3 on the second spin. There was no delay and no impact on patient outcome.